Event description:
It was reported that the customer¿s t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.